Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience phrenic nerve stimulation. Also, this lead exhibited high pacing threshold measurements. This lead was explanted. No additional adverse patient effects were reported.